Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.there are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. 14. Intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6), 2007 due to pain and loose acetabular component.

Manufacturer narrative:
Patient underwent femoral resurfacing procedure initially and not total hip arthroplasty.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007 due to pain, loose acetabular component and acetabular fracture. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007 due to pain, loose acetabular component and acetabular fracture. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.